Event description:
It was reported that a flogard infusion pump had experienced an occlusion alarm. It is unknown during what process step that this malfunction occurred. However, there was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. The reported condition, of an occlusion alarm, could not be confirmed via sample evaluation. However the door latch was found to be damaged, which could have led to an occlusion alarm. This malfunction was the result of a deformation problem. The door latch and latch roller were replaced in order to fix the reported malfunction. The pump passed all tests and was returned to the customer in working order.